Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable dig digoxin results for one patient sample from the cobas 6000 c (501) module. No unit of measure was provided. The initial result was 1.25 and the repeat result was 0.64. The sample was recentrifuged and the result from the same analyzer were 0.46, 0.47, and 0.55. The sample was repeated on another analyzer and the results were 0.48, 0.49, and 0.46. The result was reported outside of the laboratory as <0.6. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service representative replaced the gear pump head, pressure gauge, and the detergent tubings. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.